Event description:
It was reported during a therapeutic transurethral resection of a bladder tumor (turbt) procedure, the electrosurgical generator had no energy. Both the wired footswitch and wireless footswitch were attempted. The footswitch indicator on the device was indicating the footswitches were passing a signal but there was no energy present. There were no error codes present. The patient was under general anesthesia at that time. The case was subsequently cancelled due to the event. The customer received a replacement electrosurgical generator. The patient was then brought back for a second attempt procedure on (B)(6) 2025 in which they underwent general anesthesia again. The second procedure was completed successfully. There were no reports of patient harm. It was reported that no testing of the device was done before the first procedure attempt. The customer plugged things in as usual and began the case. All appeared normal until the physician was in the patient and the electrosurgical generator would not fire. It did not respond to pedal steps or resets. It did not respond to new loops. All connections were checked and reset without success. Thus, the case was cancelled.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d9, h2, h4, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device